Manufacturer narrative:
Patient identifier: (B)(6). Additional device product codes erl, and hbe. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during a procedure, that the drill bit broke and one of the fragments became embedded in the patient's bone. The fragment was left in the patient's bone. The procedure was successfully completed. There was no reported consequence to the patient. This report involves one (1) 1.5mm drill bit/mini qc with 12mm stop/44.5mm. This is report 1 of 1 for (B)(4).